Manufacturer narrative:
(B)(4)

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, a 'service pump' error message was displayed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2017, during a cpb procedure the certified clinical perfusionist (ccp) had a service pump message appear on the roller pump. This message stopped the roller pump during the procedure. They engaged the start/stop button and were able to generate flow immediately. This roller pump was being used in the sucker position with a 1/4 inch tubing. The sucker is used to retrieve shed blood from the surgical field and pump it back to the venous reservoir/cardiotomy. The stopping of the roller pump due to the service pump message, did not delay the continuation of the surgical procedure. This incident did not cause blood loss nor harm to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the pump to function as intended throughout the evaluation. Per data long analysis, on (B)(6) 2017 at 08:38:42: a perfusion screen was opened, 08:49:59: pump was started, 11:45:33: pump stopped, 11:53:13: pump was started, 12:27:43: pump stopped and 13:32:19: perfusion screen was exited. The technical support state that if "service pump" was displayed on the pump display, it most likely happened at 11:45:33 when the pump stopped. From the log it cannot be determined if the user stopped the pump or the pump stopped itself. If the pump detected it was running in reverse, this will stop the pump, and display "service pump". Only the pump stop is logged in this case. Motor encoder or pump pod would be the most likely suspects. Cannot confirm from the log if service pump was displayed, or any problem occurred.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) was unable to confirm the reported complaint. The motor encoder and pump pod were replaced as the likely cause. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.